Manufacturer narrative:
Patient code not available - pseudoaneurysm. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID # (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a pseudoaneurysm occurred. The target lesion was 90% stenosed and was treated with multiple passes of the oad on high and low speeds followed by balloon angioplasty and stent placement. At the conclusion of the procedure, angiography showed staining behind the stent in the mid left anterior descending artery (lad). Intravascular ultrasound was performed and confirmed the presence of a pseudoaneurysm. An echocardiogram was performed and no pericardial effusion was noted. The patient was in stable condition and no additional intervention was performed.